Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported the driver stuck in the implant during placement. The patient's bone quality is type I and their oral hygiene is noted as good. The patient is an ex-smoker and has a history of diabetes. On (B)(6) 2024, the patient presented for primary procedure on tooth # 3. During implant placement, the provider found the driver fractured and it was stuck in the implant. At that time, the driver and implant were removed from the patient and the implant was replaced with a similar product.

Manufacturer narrative:
Manufacturer internal reference number: (B)(4) (old number is (B)(4)); this is the report for the implant. Refer to MDR # 3011649314-2024-00195/ (B)(4) for the driver, and MDR # 3011649314-2024-00194.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: a root cause for this complaint cannot be explicitly determined. The complaint issue was for the driver and not the implant. Probable root cause is the over-torquing of the implant when using the driver during the initial placement which caused the driver to be stuck to the implant and may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. Stock product review: the stock product for hahn tapered implant lot# 6134070 is not applicable for review since the issue is customer related. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 13 mm (70-1154-imp0012) using the radiographic template (B)(6). The top of the implant was slightly indented, and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. The complaint issue was for the driver and not the implant. Probable root cause is the over-torquing of the implant when using the driver during the initial placement which caused the driver to be stuck to the implant and may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 570 rev 4 (hahn tapered implant system) contains the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 4 (hahn tapered implant system) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." Correction: b.1, d.10, h.1, and h.10. Manufacturer internal reference number: (B)(4), this is the report for the implant. Refer to MDR # 3011649314-2024-00195/ (B)(4) for the driver.